Event description:
The complaint involved a patient who underwent knee revision surgery on (B)(6) 2014. The original surgery was dated (B)(6) 2013. The revision surgery was performed due to knee joint instability in flexion. The surgeon performed a poly exchange of the ultra tibial insert and retaining bold. The ultra tibial insert was exchanged from a 2 x 10mm to a 2 x 16mm.

Manufacturer narrative:
The complainant made no indication of any omnilife science device malfunction or deficiency related to the identity, quality, durability, reliability, safety, effectiveness or device performance contributing to the adverse event. Review of the manufacturing documentation and sterilization documentation for the explanted devices revealed no deviation from process or non-conformity of product that would have caused the adverse event.